Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The stent was partially deployed on the delivery system. The stent was unable to be fully deployed due to a separation of the sheath. A visual and tactile inspection identified a complete break of the sheath at more than one location. This type of damage is consistent with resistance being encountered and excessive force being applied to the device when attempting deployment. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 13may2024. It was reported that the stent partially deployed and was subsequently reconstrained and removed. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-37 carotid wallstent was selected for treatment. During stent deployment, the stent could not be deployed at the beginning. After extra force was applied, only a part of the stent could be deployed. Less than 50% of the stent was deployed when the stent was recaptured into the sheath and withdrawn from the patient. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. However, device analysis revealed a complete break of the sheath at more than one location.